Manufacturer narrative:
Date sent: 06/01/2009. Dropping or ejected clip, viscous silicone. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected three clips and formed three clips with slowing feeding. A corrective and preventive action has been initiated to address the root cause of the dropping or ejected clips. Additionally, the instrument was found to have a slow feed due to the viscous silicone. The silicone utilized to seal the instrument had become viscous thus slowing the feeding mechanism. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fully squeezed and released the trigger, the first clip didn't load into the instrument jaws. It leaked from the jaws. So the operator had to use a new device to carry out this operation. However there was no adverse pt consequence.